Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was not returned for evaluation. All additional information provided was reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may be kinks, leaks and blockages in the vacuum circuit, or a component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, during setup four renasys tch 300 ml canister were replaced because the renasys touch device alarmed a leak/blockage. No patient harm was reported.